Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma at the femoral access site. The issue was successfully managed without the need for transfusion of blood products. Additionally, the pump generated suction alarms. The p level was reduced to resolve the alarms. Imaging showed that the pump was in the proper position. The patient was in stable condition.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number corrected.

Event description:
Impella cp was placed in a 62 year old male patient via femoral artery for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support identified as scai shock stage d. After insertion a stable hematoma was noted. The device ran at expected flows for p-6, 2.6l/min, until unresolved suction alarms occurred. The device was lowered to p-1 and there were no noted clinical events for the patient. The device was explanted in the morning.

Manufacturer narrative:
Updated information: h3 changed to yes h6 codes updated the investigation for the hematoma/access site adverse event and low pump flow or suction has been completed. The cause of the hematoma issue was not established as limited clinical information was provided. The cause of the suction was likely as a result of biomaterial presence within the cannula as evidenced by log analysis showing biomaterial presence coinciding with the onset of suction alarms.